Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert occurred on the right atrial (ra) lead for high impedance. It was also reported that ra lead exhibited far field r-wave (ffrw) or noise, and a fracture was also suspected. The ra lead remains in use. No patient complications have been reported as a result of this event.